Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal aortic extensions to treat an abdominal aortic aneurysm (aaa). Approximately six (6) months post initial procedure, during a routine follow up, an indeterminate origin endoleak was detected. The patient is stable and currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak was identified as a type 1a endoleak. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. Procedure related harms identified were additional surgical procedure for right femoral hematoma. The final patient status was reported being stable post reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. D1: brand name has been updated. D2: product description has been updated. D4: model number has been updated. D4: lot # has been updated. D4: expiration date has been updated. D4: unique identifier (UDI) # has been updated. G3: date received by manufacturer has been updated. H4: device manufacture date has been updated. H6: medical device problem code: remove code 3190. H6: investigation finding code: remove code 3233. H6: investigation conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal aortic extensions to treat an abdominal aortic aneurysm (aaa). Approximately six (6) months post initial procedure, during a routine follow up, an indeterminate origin endoleak was detected. The patient is stable and currently being monitored while an intervention is being discussed. Additional information: the indeterminate endoleak was determined to be a type 1a endoleak. The physician elected to implant a palmaz (non-endologix) stent to resolve the event. The patient is doing well post secondary procedure.